Manufacturer narrative:
The video baton was replaced for the customer. The video baton was returned to verathon for evaluation and was tested by verathon technical services. The returned video baton was attached to a test monitor; the reported loss of image could not be duplicated. Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 8/27/2013 and the one (1) year warranty period has expired. As the device is at its end of life and the customer received a replacement video baton, the returned baton was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, there was no image. Reportedly, the customer had to press on the video baton cable to get the image to return. A backup gvl video baton was used; however, no delay in the procedure was reported. No harm to patient or user was reported.